Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that they had been trying to get a bolus for the last few days and it kept saying 'not connecting'. Patient stated they had someone help her try to connect to the pump and it was not doing anything for her either. On the call, patient saw no pump response. Patient denied falls/trauma. Agent reviewed information and walked patient through connecting to the pump - patient was able to request and receive a bolus. Patient stated they thought they had morphine in their pump. Patient then mentioned that they had been hurting a little more and they got a shot in their back which helped on top of having the pump. Patient stated the pain had come back and they needed a little extra help. Patient stated they tried to take motrin but they thought that was tearing their stomach. Patient stated next healthcare provider (hcp) appointment was in (B)(6). Additional information was received from the patient reporting that for 'probably at least a couple of weeks,' then stated for 'maybe a couple of weeks,' they have had issues connecting to the pump. The patient stated their sister helped them but that did not make a difference. Patient stated after a few days of frustration, they stopped using the equipment. Patient stated their pain pump was implanted in their back. Patient stated they saw a screen that said to 'move the communicator around' and no device found and then eventually, with a lot of effort, they would finally connect. Patient stated the screen did not show 'deliver bolus' like instructions show. Patient's handset date/time were incorrect, they were seeing no network connection, and 'something about losing your phone' on the handset and thought these could be causing their issues. Agent assisted patient in correcting handset date/time. Patient mentioned they had allergies. Agent assisted patient in clearing data and connecting to pump and patient briefly saw no device found and move the communicator over the pump so they were moving communicator. Patient stated 'in the beginning I didn't have this trouble and now its starting to be real slow.' Agent reviewed general use and patient was able to request/receive a bolus. Agent assisted patient in disabling tutorials. Patient would monitor and call back for assistance as needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine via an implantable pump for non-malignant pain. The patient reported that they had been trying to get a bolus for the last few days and it kept saying 'not connecting'. Patient stated they had someone help her try to connect to the pump and it was not doing anything for her either. On the call, patient saw no pump response. Patient denied falls/trauma. Agent reviewed information and walked patient through connecting to the pump - patient was able to request and receive a bolus. Patient stated they thought they had morphine in their pump. Patient then mentioned that they had been hurting a little more and they got a shot in their back which helped on top of having the pump. Patient stated the pain had come back and they needed a little extra help. Patient stated they tried to take motrin but they thought that was tearing their stomach. Patient stated next healthcare provider (hcp) appointment was in september. Additional information was received from the patient reporting that for 'probably at least a couple of weeks,' then stated for 'maybe a couple of weeks,' they have had issues connecting to the pump. The patient stated their sister helped them but that did not make a difference. Patient stated after a few days of frustration, they stopped using the equipment. Patient stated their pain pump was implanted in their back. Patient stated they saw a screen that said to 'move the communicator around' and no device found and then eventually, with a lot of effort, they would finally connect. Patient stated the screen did not show 'deliver bolus' like instructions show. Patient's handset date/time were incorrect, they were seeing no network connection, and 'something about losing your phone' on the handset and thought these could be causing their issues. Agent assisted patient in correcting handset date/time. Patient mentioned they had allergies. Agent assisted patient in clearing data and connecting to pump and patient briefly saw no device found and move the communicator over the pump so they were moving communicator. Patient stated 'in the beginning I didn't have this trouble and now its starting to be real slow.' Agent reviewed general use and patient was able to request/receive a bolus. Agent assisted patient in disabling tutorials. Patient would monitor and call back for assistance as needed.